Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s battery was depleted. The patient programmer displayed the discharged battery indicator during the appointment. The patient thought the battery should not have depleted since their last charging session and the manufacturer representative reported that the patient was charging too often. The charging history information was reviewed on the physician programmer. On (B)(6) they charged for 1.6 hours until it was at 75%, for 0.8 hours until it was at 75%, and for 0.9 hours until it was at 100%. On (B)(6) they charged for 1.4 hours until it was 100%. On (B)(6) they charged for 0.4 hours until it was at 25% and for 2.1 hours until it was at 50%. The typical coupling achieved was 5 coupling boxes. The therapy settings were reported to be at 1.9v, 450 us, and 30 hz for program 1 and 1.4v, 450 us, and30 hz for program 2. The impedances for this group were not available at the time of the report. The patient had not been making changes with their patient programmer. On the day of the report the p atient had been reprogrammed to increase the amplitude. The patient stated that they were feeling stimulation stronger now since the amplitude was increased. It was reported that the patient had never stopped feeling stimulation. The new settings were reported to be 265 ohms, 2.5v, 450 us, and 30 hz for program 1 and 185 ohms, 4.5v, 300 us, and 30 hz for program 2. The electrode impedances were reported to all be between 800 and 1100 ohms. There were no patient symptoms reported. The manufacturer representative reported that they were still unsure as to what caused the increase in charging frequency at the time of this report. Additional information has been requested regarding interventions and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.